Event description:
After 18 months of implantation, this lead was capped due to oversensing. A new st. Jude lead was implanted.

Event description:
After 18 months of implantation, this lead was capped due to oversensing. A new st. Jude lead was implanted.

Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. Lead was capped; not returned.

Manufacturer narrative:
(B)(6) 2011. A response from the manufacturer is pending. (B)(6) 2011. Since the lead was capped, the manufacturing records were reviewed. The records did not reveal any abnormality. No conclusion can be drawn about the reported oversensing.